Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose was 130 mg/dl. A system check was performed with tandem technical support and no issues were identified. Reportedly, the customer cleared the alarm to resolve the issue.